Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion in a mildly tortuous segment of the mid anterior tibial artery. The balloon catheter was inserted into the patient for angioplasty. However, the balloon burst during the first inflation below nominal pressure.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis, and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 22 mm in the prox-imal segment of the balloon. Microscopic inspection of the balloon showed several deep scratches in close vicinity of the tear. It seems likely that the tear in the balloon was caused by a hard, sharp-edged object such as e.g. Anatomi-cal structure. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause is most likely related to the patient's anatomy.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion in a mildly tortuous segment of the mid anterior tibial artery. The balloon catheter was inserted into the patient for angioplasty. However, the balloon burst during the first inflation below nominal pressure.